Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition. The root cause was determined to be dirty occlusion sensors. The occlusion sensors were cleaned to repair the reported condition. A service history review revealed no previous service events were related to the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter discontinued service and ceased all design related support on flo-gard (B)(4) and (B)(4) in the u.s. Region as of (B)(4) 2010. Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The baxter service technician reported a flo-gard infusion pump which experienced f3 during device evaluation. A broken door was also found during device evaluation, indicating that f3 was a false occlusion alarm. There was no patient involvement. No patient injury or medical intervention was reported. No additional information is available.